Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a return of urgency. The patient felt stimulation. It was noted that the patient had experienced a fall that could have been related to the issue. The patient also reported 2 urinary tract infections and blood in their urine. The patient completed 2 rounds of antibiotics which just ended in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.